Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 382544 and lot number 4152064. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
Can you please provide an exact date of event in format dd-mmm-yyyy? 8/27/2024. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. No.

Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 382544 and lot number 4152064. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
It was reported that bd insyte autog bc slow needle retraction. The following information was provided by the initial reporter: the button to retract was not able to be activated while catheter is still in the patient. I was able to be activated once the needle was removed.